Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("implant removal") and device breakage ("I have one of my coils and the piece that broke off") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("implant removal") and device breakage ("I have one of my coils and the piece that broke off") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.